Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this device recorded a code 1003 at pre implant interrogation indicative of battery voltage too low for the projected remaining capacity. Disk analysis was recommended prior to being implanted. The device was implanted with no indication of analysis completed. No adverse patient effects were reported.